Manufacturer narrative:
Results: a sample is not available for evaluation. Customer photos were submitted and reviewed. In review of the photos, a black substance was observed on the syringe tip. Unable to confirm if the substances are ink as no samples were returned for investigation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7081238. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: although the photos confirmed the customer¿s reported defect, without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that there was black ink in a 23 g x 1 in. Bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle before use. No injury or medical intervention.